Event description:
Revision surgery - the surgeon performed an I&d and the pt developed red spots. The surgeon removed the implant and will re-implant in six weeks. Treating an infection with stage ii process.